Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The explant date was estimated to have occurred between (B)(6) 2022 and (B)(6) 2022. Session records were provided for review by technical services. Analysis of the session records indicated that the battery performance alert (bpa) event was sensed by the device. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.